Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an issue where the tape did not stick and fell off, on (B)(6) 2026. The infusion site was lower back. No further information is available.